Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however the key alignment was shifted. During a review of the device history multiple button ID: invalid error codes were noted. Further testing found contamination on the bottom touchscreen connector. The probable cause of the customer reported touchscreen does not respond was due to fluid ingress on the touchscreen connector. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. At an unspecified time the device was programmed to deliver packed red blood cells and the delivery was started. No specific programming parameters were provided. After an unspecified length of time the nurse reported the delivery was complete and the volume displayed on the device was 0. At that time, the nurse attempted to reset the volume to be delivered (vtbi) on the touchscreen to deliver normal saline to flush the tubing set. It was reported the device was alarming and the touchscreen did not respond to reset the volume, eject the tubing or turn the device off. After approximately 10 minutes the tubing set was able to be ejected from the device and was removed from clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional was provided.